Event description:
Pt was undergoing bowel resection. Tl30 stapler was requested by surgeon. It was removed from package and given to surgeon for use. Surgeon fired stapler. After inspection of bowel, it was discovered that no staples were present and that stapler obviously had never been loaded at the factory. The end result for the pt was a permanent colostomy.